Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was initially described as an unrelated accident, but upon follow up, the breach in aseptic technique was described as unknown. On an unknown date in the same month as the onset of peritonitis, the patient began treatment with vancomycin (intraperitoneal, (B)(6) total doses, dosage, frequency and duration not reported) for peritonitis. On an unknown date in the same month that this report was received, vancomycin treatment was discontinued. One day after the initial report was received, the patient was hospitalized for the event. On an unknown date during hospitalization, the patient resumed treatment with vancomycin (intravenous, 500 mg three times per week, duration not reported) for peritonitis. Two days after admission to the hospital, dianeal therapy was discontinued, and the patient was placed on temporary hemodialysis therapy. The patient was discharged from the hospital six days after admission. At the time of this report, the patient was recovering from the event, and vancomycin treatment was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.